Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was performed. Prior to the procedure, a trace pericardial effusion at the apex was noted on baseline assessment. A watchman trusteer access system (was) and a 24mm watchman flx pro left atrial appendage (laa) closure device and delivery system (wds) were selected for use. During the procedure, the patient complained of left arm pain. The physician asked whether the patient was having difficulty taking a deep breath, to which the patient responded, "maybe a little bit but not too bad." The 24mm watchman flx pro closure device was successfully implanted in the laa. During device deployment, the pre-existing pericardial effusion was observed to have increased. No intervention was performed at that time. Approximately three hours after the procedure, a transthoracic echocardiogram (tte) showed that the effusion had increased by approximately 1cm compared with the size observed immediately post-procedure. Additionally, the patient's systolic blood pressure decreased from the 120mmhg range to the 90mmhg range. The patient was subsequently taken to the catheterization laboratory, where the physician performed a pericardiocentesis and removed approximately 300cc of blood from the pericardial space. A pericardial drain was left in place, and the patient was transferred to the intensive care unit (ICU) for overnight monitoring. The patient tolerated the procedure well and remained hemodynamically. There were no further complications.